Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient received a post interventional pneumothorax (5 cm). On (B)(6) 2020 the pneumothorax was regressive. Furthermore, the patient had increased inflammation parameters after intervention with unclear infection focus. The patient was hospitalized and received an antibiotic and oxygen therapy. For diagnostic reasons the patient received ECG, x-ray, lab test and crt interrogation.